Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The service technician confirmed there was an error in air and oxygen flow sensor. The service technician replaced the air and oxygen flow sensor to resolve the issue.

Event description:
The customer reported boot error. There was no patient or user harm reported.